Event description:
Terumo medical corporation received the following reported information: the procedure performed was hepatic artery embolization. During the procedure, while the microcatheter was positioned at the lesion site for drug infusion, the microcatheter ruptured and broke inside the patient's body. The ruptured mirocatheter was removed along with other devices and no residuals fragments remained in the patient. There was no harm to the patient.

Manufacturer narrative:
D2a: catheter, continuous flush d2b: kra d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: contact: requested, unknown e1: telephone: requested, unknown g4: 510k: k033913 h6 - investigation conclusion - code 4315 is based upon evaluation of user facility information and no device return; code 4307 is based upon evaluation of the provided image. The actual device was not available; therefore, the actual device will not be returned for evaluation. Appearance confirmation with provided image for investigation request: it had been fractured at 1 place on the shaft. The reinforcing coil had been elongated at the fractured part. It was thought that the tensile load was applied to the involved part, resulting in the fracture. No anomaly was found in manufacturing records and shipping inspection records. No related equipment problems were found. No other similar report was found in the past complaint file. History of tensile strength at the regular level: no anomaly was found in the trend of the lots around 2.7fr products. Based on the investigation results, no anomaly was found in the manufacturing record and the shipping inspection record. In this case, it was thought that when progreat was inserted into the body, it became fractured due to a tensile load applied to the area in the vicinity of the fractured part, which was trapped for some reason. However, since the actual device was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt, do not remove the micro catheter system by force. Withdraw the catheter carefully together with the guiding catheter. Removing the catheter by force may result in the catheter breakage/separation, which may necessitate retrieval." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.